Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. A replacement device was provided to the customer.

Event description:
Found during routine testing. According to the reporter, the device displayed a service wrench icon and a fault code was in device memory indicating a problem with the device boot-up. There was no patient associated with the report.